Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced.

Event description:
The hospital reported left caster had broken off of the unit. There was no report of involvement.